Event description:
A surgeon reported a pt experienced corneal edema after an intraocular lens (iol) implant surgery. While unfolding the iol, the surgeon noticed an abrasion in the center. The surgeon mentioned he did not force the iol. The iol was removed and replaced by a second iol. The pt experienced the event in the immediate postoperative follow up, with slow regression. The surgeon expected the outcome to be favorable but it was not confirmed at the time of reporting. Additional info has been requested but not received. This is one of two medical device reports being filed for this event. This report is for the second iol.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history record could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional info has been requested but not received. (B)(4).